Event description:
It was reported the customer had a motor error alarm on the insulin pump. Customer's blood glucose was unknown. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump was received with motor error alarm during occlusion test due to faulty force sensor resistor. Motor was tested outside of the device and passed. The insulin pump also had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.